Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was in the 300 mg/dl range. Reportedly, customer completed supply changes to address the occlusion alarms. System check could not be performed as the events occurred in the past.